Manufacturer narrative:
The investigation is ongoing. And follow up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of a customer, that the evis exera iii video system center, produced an unsupported scope error code e315 when attaching a video scope cable. The issue was found during installation by the olympus representative. There was no procedural or patient involvement associated with this event.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.